Manufacturer narrative:
Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred on (B)(6) 2018 when connected to mobile power unit (mpu). An ungrounded patient cable was provided to the patient. On (B)(6) 2018, x-rays were reviewed by the manufacture's technical services, and areas of potential damage were observed on the portion of the driveline external to the patient. On (B)(6) 2018, it was reported that the patient had a distal end percutaneous lead (driveline) replacement. Post the replacement the patient was on grounded patient cable without issue. The manufacturer's technical service representative reviewed the submitted log file, and pump stoppage were confirmed. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 13¿ from the pump housing and the distal portion of the dl was returned. The sealed inlet elbow was returned attached to the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were not returned. The sealed outflow graft was returned but cut closely to the graft attachment with an lv vent and tubing sutured to the outflow graft. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2018. Approximately 20¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed in multiple areas throughout the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline was cut approximately 13¿ from the pump housing and the distal portion of the dl was returned. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed adjacent to the pump housing. Breaches in the brown and black wires were observed at the nipple of the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. The system also had the potential for an electrical short to occur on battery power and cause an interruption in pump function if the exposed conductors of both compromised wires made simultaneous contact with the braided shield. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, it was reported that the percutaneous lead (driveline) replacement did not resolve pump stops and pump was exchanged to hm3. Date of exchange was not provided.